Event description:
The customer reported that the machine does not sense the bag is empty and that this is a calibration error. A simulated run was performed with no problems observed. The gambro technical svc (gts) tech performed a scale calibration and found the scales calibrated with no problem. The machine runtime was 488 hrs.